Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery anomaly due to compromised force sensor system alarm. No failed battery alarm noted.

Event description:
Customer reported via phone call that the insulin pump received random no delivery alarms. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump rejected the new batteries. Customer declined to troubleshooting with helpline. The insulin pump will be returned for analysis